Event description:
Lens was implanted in 2003. At follow-up examination it was noted that the lens had dislocated. The surgeon removed the lens for iol exchange due to anisometropia. The post-operative best-corrected visual acuity was 20/20.